Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and loss of capture at maximum outputs. A lead fracture was suspected and a bend in the lead was observed around the suture sleeve via fluoroscopy. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a complete lead was returned; setscrew marks confirmed on the terminal pin. Resistance testing identified a discontinuity in the outer coil of the lead. Detailed testing found the outer coil was fractured in the region approximately 21.8 cm from the terminal pin, possible in the area of the suture sleeve tie down. The location and type of coil fracture appears consistent with fatigue at the edge of the suture sleeve. The identified coil fracture is the likely root cause of the clinically observed loss of capture and out-of-range impedance measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and loss of capture at maximum outputs. A lead fracture was suspected and a bend in the lead was observed around the suture sleeve via fluoroscopy. This ra lead was explanted and replaced. No additional adverse patient effects were reported.